Event description:
Device failed to heat tubing that had been properly placed into unit. Device failed alarm and circuit breaker tests. Device never heated past display indication of 19.4/c.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: alarm failure, fail-safe systems, other. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.